Manufacturer narrative:
The 35volt (v) failure was confirmed by a field service engineer (fse). The fse replaced the power management (pm) board and motor controller (mc) board and unit returned to normal.

Manufacturer narrative:
The event was found in therapeutic application (during set up for patient use) and resulted in the patient being transferred to an alternate ventilator. There was no delay to treatment, and there was no patient harm or injury reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device had a voltage error. The device was not in clinical use at the time of the event. There was no report of patient or user harm.